Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was removed and returned for an unspecified reason. Routine device analysis testing revealed the device declared the elective replacement indicator while implanted. The device failed the initial longevity calculation. A review of the battery log revealed a pattern of increasing charge times. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.